Event description:
It was reported, by the physician, that a 3f fogarty catheter was used for a brachial embolectomy in the radial ulnar and interosseous arteries. The catheter was inserted through the distal brachial artery into the ulnar interosseous system. It was unable to remove the catheter, inflate or deflate the balloon as it was later discovered to be in the interosseous artery. The catheter was removed by traction which resulted in balloon disruption and unraveling of the wire core. The remainder of the catheter had to be retrieved by further cut down which was removed in a retrograde fashion through the interosseous stump off of the ulnar take-off. The catheter was removed entirely intact and saved for return. The incident resulted in a traumatic interosseous transection and not transplanted due to a very difficult place to do so. Followed-up with the physician on (B)(6) 2014 stated that the tissue around the balloon did not allow the balloon to deflate and a cut down on the interosseous artery was done in order to remove the catheter. In addition, only a 1/2 cc of air was available for inflation. The catheter worked on the first two passes but did not work on the third pass.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. No product was received for evaluation. Without return of the product, a complete investigation into the root cause of the reported event cannot be performed. Therefore, the reported issue cannot be confirmed.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with any additional information including the device history review.